Event description:
Consumer was using an ibd proxabrush and after a few minutes, the end of one of the brushes came off.

Manufacturer narrative:
The correction to the original MDR submitted are as follows: 1. Section d.1: corrected the brand name. 2. Section g.2: selected foreign.

Event description:
Consumer was using an ibd proxabrush and after a few minutes, the end of one of the brushes came off.